Event description:
A few months after the essure, my body started rejecting it. I now suffer from night sweats, major headaches, joint pain, inflammation, premenopausal, low vitamin d, and the list goes on.